Event description:
The customer states that a patient sample generated a falsely positive result of 25.5 iu/ml when testing for toxoplasmosis igg. The sample was repeated yielding a negative result of 0.0 iu/ml. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k08 assym toxo-igg that has a similar product distributed in the us, list number 3b22 axsym toxo-igg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.